Event description:
Customer received result of 159 mg/dl on the mobile system and a result of 59 mg/dl on the aviva nano system within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. On (B)(6) 2013, clarification was provided that the contact with the customer first occurred on (B)(6) 2013 and further detailed information was received on (B)(4) 2013.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.